Manufacturer narrative:
Device is reported to be discarded. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a tego¿ connector where the reporter stated that, "the plug is leaking. There have also been faults with other plugs which have made it slow to flush and aspirate from central dialysis catheter (cdk catheters). Air has been drawn into the cdk." There was patient involvement, no patient harm but there was delay in therapy.

Manufacturer narrative:
Investigation summary: the complaint of leaks on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.